Event description:
Reportedly, nurses in ICU recorded heart rates of 30-40 bpm although the basic pacing rate was programmed to 50 bpm.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Corrected data: g.4. Date received by manufacturer changed to 07/07/2023 as latest patient files received please refer to the attached analysis report

Event description:
Reportedly, nurses in ICU recorded heart rates of 30-40 bpm although the basic pacing rate was programmed to 50 bpm.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.